Event description:
It was reported that during deployment of a stent graft, the inner catheter detached from the delivery system. There was no reported patient injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.